Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "pain" and "rupture implant exchange". Patient later reported "implant is making them sick and they have had "all sorts of complications" with the device". Healthcare professional later confirmed rupture and pain. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as fold flaw opening. ¿ pain: unable to observe as it is a medical event that is not related to the device. As per the investigation procedure crease, non-penetrating nick and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "pain" and "rupture implant exchange". Patient later reported "implant is making them sick and they have had "all sorts of complications" with the device". Healthcare professional later confirmed rupture and pain. This record is for the right side. Device has been explanted.

Event description:
Device has been explanted.